Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the feeding tube (a drain used as a feeding tube) came off the patient one day after placement. There was an added procedure to replace the feeding tube. It was noted that the mac-loc separated from the device the feeding tube was replaced with another a device. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.